Event description:
Customer alleged missing and fading segments on advantage system display. Customer did not treat or act on erroneous display. Location of the device during this issue was not reported. No adverse event was reported. Return was requested; replacement was sent.